Event description:
It was reported that the catheter was being placed into the pt's left basilic vein. When it came time to peel and remove the sheath, the orange wings at the proximal end broke off. This made it very difficult for the clinician to grab and peel the sheath, however, they were able to remove it without incident. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was normal.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.